Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. It was noted that before entering the body the taxus express2 2.50x24mm drug eluting stent was being prepared to be used in an unk lesion, it was found the stent struts were bent and the device was not used. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.